Event description:
It was reported the ultrasound gastrovideoscope had a broken distal end. It is unknown when the malfunction occurred. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, due to damage and deterioration of parts due to wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.